Event description:
Maci comar dish leak [product complaint]. Case description: case reference number (B)(4) is a spontaneous pqc (product quality complaint) case initially received from a customer care representative on (B)(6) 2019 regarding maci comar dish leak. On (B)(6) 2019, a manufacturing technician at vericel noticed that one of the two maci comar dishes from the order: s0127664 had leaked (lot no bb12854., exp date: 02-jan-2020). Physician had decided not to move forward with the surgery. Both membranes would be shipped back to vericel. On 06-jan-2020 the qc the sterility test was performed and continued in additional info section. Results of pre-release sample type qc2-113 was passed and sterility test results of final product sample type qc2-113 were also reported as passed. Environmental results included personal monitoring of manufacturing which had passed with grade a parameters and personnel monitoring of qc sterility which had passed with grade a parameters. The quality control assay was reviewed which included qc2-132 cell viability, qc2-140 mycoplasma assay, qc2- potency assay and qc2-035 endotoxin assay, all were reported as passed. Additional information received on 06-jan-2020 included quality check results and is blended in the case narrative above. No adverse event was reported. No further information was provided. Case comment: product complaint is unlisted as per convention. Reportedly, maci comar dish had leaked. Maci wasn't implanted. The quality control sterility test results were reported as passed. There were two potential risks associated with substantial leakage: 1) use of potentially microbially contaminated implant could lead to joint infection, failure of the implant to integrate or delamination, and 2) drying of the implant due to excessive fluid loss from the container during transport could injure the cellular components or desiccate the matrix material, which could also lead to failure of the implant to integrate or delamination. This case is assessed as a 30-day medical device report due to the device malfunction and it will be expedited to the us FDA.